Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy painful periods') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), visual impairment ("vision problem"), alopecia ("hair loss"), libido decreased ("decreased libido") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the menorrhagia, autoimmune disorder, back pain, visual impairment, alopecia, weight increased, libido decreased and depression outcome was unknown. The reporter considered alopecia, autoimmune disorder, back pain, depression, libido decreased, menorrhagia, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: menorrhagia , autoimmune disorder, visual impairment, alopecia, weight increased, back pain, libido decreased and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy painful periods') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), visual impairment ("vision problem"), alopecia ("hair loss"), libido decreased ("decreased libido") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the menorrhagia, autoimmune disorder, back pain, visual impairment, alopecia, weight increased, libido decreased and depression outcome was unknown. The reporter considered alopecia, autoimmune disorder, back pain, depression, libido decreased, menorrhagia, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: menorrhagia , autoimmune disorder, visual impairment, alopecia, weight increased, back pain, libido decreased and depression. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.